Event description:
An artis zee biplane system ceased operation during a neuro-interventional procedure. The procedure was terminated and repeated at another time. There was no reported deterioration of patient health at the time of the incident.

Manufacturer narrative:
The technical investigation is still ongoing. The root cause for the event has not yet been determined. Initial investigation indicates that a malfunction in the ias (image acquisition system) /ivs (image visualization system) caused the malfunction. After replacing these components, the issue did not recur. The incident took place in (B)(6).